Manufacturer narrative:
B3 date of event: event date was not reported and was approximated to (B)(6) 2020. Device eval by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received detached from the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. Inspection of the device revealed that the coil was kinked just distal of the handshake connection. The rotawire used in the procedure was not returned. Therefore, a test rotawire was used for functional testing. The wire was inserted into the annulus and advanced up to the kink; however, the wire would not pass the kinked coil.

Event description:
It was reported that the burr became stuck on the guidewire. A 1.50mm rotapro catheter and a rotawire guidewire were selected for an atherectomy procedure. While advancing the rotapro through the guide catheter, the burr became stuck on the guidewire. The rotapro and rotawire were removed. The procedure was completed with another 1.50mm rotapro catheter. No patient complications were reported.

Manufacturer narrative:
Event date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported that the burr became stuck on the guidewire. A 1.50mm rotapro catheter and a rotawire guidewire were selected for an atherectomy procedure. While advancing the rotapro through the guide catheter, the burr became stuck on the guidewire. The rotapro and rotawire were removed. The procedure was completed with another 1.50mm rotapro catheter. No patient complications were reported.